Manufacturer narrative:
The reported issue, fluid leaks, was resolved by high flow relief regulator during field investigation. The air separator assembly was also replaced resolving the reported issue, filling of saline bag. The machine passed functional test and safety test and was returned to service with no further issues. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification. Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The issue was resolved by replacing the air separator assembly and a leaking high flow relief regulator. The machine is back in service.

Manufacturer narrative:
The actual device components (high flow relief valve and air separator) were released to and evaluated by fresenius personnel. The components were visually inspected and no cosmetic problems or damage was observed. The parts were installed on a 2008t test machine to simulate actual use. During the testing, the dialysate flow was found to be within specifications. The machine entered dialysis mode and stabilized conductivity successfully. Hydraulic pressures were verified and the hydraulics were inspected for fluid leaks, which none were found. The loading pressure is 25 psi, deaeration pressure is 24 inhg and flow pressure is 35 psi and no presence of fluid leaks. All values are within specifications. The recirculation of the saline for one hour was successful. No backfills were encountered. The blood circuit was primed successfully. The extracorporeal blood circuit was prepared successfully. The diasafe filter integrity test passed. The automated test sequences passed. The machine entered dialysis mode and stabilized with no problems. The conductivity was stable.